Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal unknown antibiotics for the event. At the time of this report, the patient outcome was not reported. The action taken with dianeal and nutrineal therapies was not reported. No additional information is available.